Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient involved with a clinical study who received dilaudid (5.0mg/ml, 2.9980mg/day) in an implantable pump for spinal pain. The patient was diagnosed with erythema at the abdominal incision following pump replacement on (B)(6) 2016. The event was possibly related to the implant procedure. The patient was given clindamycin on that day. The event resolved without sequela as of (B)(6)2016. The incision was healing well with no signs of dehiscence or infection. Dosing changes: (B)(6) 2016: dilaudid (5.0mg/ml, 2.5023mg/day)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.